Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 150 mg/dl. Reportedly the customer had an alternate pump for insulin therapy and also had manual injections available.